Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2023: quality safety evaluation of ptc. 02-may-2023: new reporter of lawyer added and non drug treatment notes or reference section updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no: e13076) for female sterilisation. The patient had a medical history of dysmenorrhea, parity 2, pelvic pain, abdominal pain, overweight, abortion, ovarian cyst and gravida ii. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 732 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus, laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the device was in good position with 4 trailing coils on the right side. The device was in good position with trailing coils on the right side. Similar fashion was used on the opposite side with 9 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.402 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: exam: fluroscopic hysterosalpingogram. History: post status essure procedure. Findings: there are essure devices within both fallopian tubes. There is complete occlusion of both tubes without free spillage. There is an intrauterine device within the endometrium which is rotated 180 degrees. Impression: 1. Bilateral tubal occlusion with satisfactory placement of the micro-occlusive devices. 2. Malpositioned intrauterine device. [Pathology test] on (B)(6) 2019: medical history: migraines. Specimens: a) right fallopian tube with essure device. B) left fallopian tube with essure device. Pre-operative diagnosis: pelvic pain, desires sterilization. Gross examination: 1st fallopian tube:a spring-like device measuring cm in length and 0.1 cm in diameter is also present. 2nd fallopian tube: spring-like device is present measuring cm in length and 0.1 cm in diameter. Microscopic diagnosis: a. Right fallopian tube with essure device: 1. Fallopian tube with no significant abnormality. 2. Essure device (gross only). B. Left fallopian tube with essure device: 1. Fallopian tube with no significant abnormality. 2. Essure device (gross only). [Ultrasound scan vagina] (date unknown): clinical history/indication for exam: pelvic pain, s/p essure. Clinical indication: pelvic pain, s/p essure year ago. Findings: no discrete uterine mass identified. Blood flow is not detected in the ovary, which may be technical in nature. No abnormal right adnexal mass identified. Blood flow is not detected in the ovary, which may be technical in nature. No abnormal left adnexal mass identified. No abnormal free fluid seen. Impression: 1. 2.1 cm complex or hemorrhagic cyst in the right ovary. 2. Otherwise, no acute abnormality identified. [X-ray] (date unknown): indication: abdominal pain. Findings: single view of the abdomen shows nonobstructive bowel gas pattern. Moderate stool is seen in length of colon. No abnormal calcifications or free air is identified. No significant bone abnormality is seen. There are essure inserts seen in the pelvis. There is no significant change when compared to the prior exam. Impression: 1. Nonobstructive bowel gas pattern. Moderate stool is present in the colon. 2. There is no significant change when compared to the prior exam. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters, patient information, medical history, lab data, lot no, removal date, event onset date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. E13076) for female sterilisation. The patient had a medical history of dysmenorrhea, parity 2, pelvic pain, abdominal pain, overweight, abortion, ovarian cyst and gravida ii. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 732 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus, laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the device was in good position with 4 trailing coils on the right side. The device was in good position with trailing coils on the right side. Similar fashion was used on the opposite side with 9 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.402 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: exam:fluoroscopic hysterosalpingogram history:post status essure procedure. Findings: there are essure devices within both fallopian tubes. There is complete occlusion of both tubes without free spillage. There is an intrauterine device within the endometrium which is rotated 180 degrees. Impression: 1.bilateral tubal occlusion with satisfactory placement of the micro-occlusive devices. 2.malpositioned intrauterine device. [Pathology test] on (B)(6) 2019: medical history: migraines. Specimens: a) right fallopian tube with essure device. B) left fallopian tube with essure device. Pre-operative diagnosis: pelvic pain, desires sterilization gross examination: 1st fallopian tube:a spring-like device measuring cm in length and 0.1 cm in diameter is also present. 2nd fallopian tube: spring-like device is present measuring cm in length and 0.1 cm in diameter. Microscopic diagnosis: a. Right fallopian tube with essure device: 1. Fallopian tube with no significant abnormality. 2. Essure device (gross only). B. Left fallopian tube with essure device: 1. Fallopian tube with no significant abnormality. 2. Essure device (gross only). [Ultrasound scan vagina] (date unknown): clinical history/indication for exam: pelvic pain, s/p essure clinical indication: pelvic pain, s/p essure year ago findings: no discrete uterine mass identified. Blood flow is not detected in the ovary, which may be technical in nature. No abnormal right adnexal mass identified. Blood flow is not detected in the ovary, which may be technical in nature. No abnormal left adnexal mass identified. No abnormal free fluid seen. Impression: 1. 2.1 cm complex or hemorrhagic cyst in the right ovary. 2. Otherwise, no acute abnormality identified. [X-ray] (date unknown): indication: abdominal pain. Findings: single view of the abdomen shows nonobstructive bowel gas pattern. Moderate stool is seen in length of colon. No abnormal calcifications or free air is identified. No significant bone abnormality is seen. There are essure inserts seen in the pelvis. There is no significant change when compared to the prior exam. Impression: 1. Nonobstructive bowel gas pattern. Moderate stool is present in the colon. 2. There is no significant change when compared to the prior exam. Batch no~e13076, production date~2015-07-21, expiration date 2018-07-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.